Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the implant (specific date and duration not reported). It was also reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on november, 07, 2022.

Manufacturer narrative:
Correction: the date of this report (b4) and date received by manufacturer (g2) is 01 nov 2022, not 06 oct 2022 as reported in the previous MDR that was submitted on november 07, 2022. This report is submitted on november 22, 2022.

Manufacturer narrative:
This report is submitted on october 6, 2021.

Event description:
Per the clinic, the patient experienced a skin breakdown at implant site, exposing part of the device. Subsequently, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.